Event description:
Questionable tip separation. While using arterial embolectomy catheter to declot an a-v graft, it was stuck and when surgeon got it out, it was noted that balloon was not with the catheter. (Balloon was tested prior to being used.)